Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the patient faced an insulin flow blockage due to which the patient felt sick/unwell, was sweating and experienced high blood glucose level. Therefore, on (B)(6) 2023, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level of 800 mg/dl. During hospitalization, the patient received insulin drip intravenously as corrective treatment. At the time of this report, the patient was still in the hospital. No further information was available.